Event description:
Customer informed that 5 condoms broke out of 9 used of the same box. She said that she had sex with multiple partners and only two of them were able to claim not having any sti's 6 months ago and have consistently used condoms. After these events, customer stated that she had some tests done and now she is waiting for the results.